Manufacturer narrative:
The referenced pump exchange on (B)(6) 2015 was reported under medwatch MFR report # 2916596-2015-01558. The referenced pump exchange on (B)(6) 2015 was reported under medwatch MFR report # 2916596-2015-02098. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 14 days. A correlation between the device and the reported sepsis and chronic driveline and possible pump pocket infections could not be conclusively determined. Sepsis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2015 the patient underwent pump exchanges for chronic, severe driveline infection, and possible pump pocket infection. It was reported that the patient expired on (B)(6) 2015 from multisystem organ failure secondary to sepsis. There were no reported issues with the function of the devices that had supported the patient. No additional information was provided.